Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unknown reasons. A 100ml reservoir, pump, and 21 cm x 12 cm cylinders were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unknown reasons. A 100ml reservoir, pump, and 21 cm x 12 cm cylinders were implanted. Additional information reported revealed that the device had stopped working a month prior to replacement. The device was not inflating. The patient was recovering from surgery. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.